Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Infusion set has been used for a one day. Customer had sufficient subcutaneous tissue where set was inserted. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: (B)(6).